Event description:
Customer reportedly received results of 257 mg/dl, 157 mg/dl, and 114 mg/dl within 10 minutes on the compact system (compact test drum, strip lot number and expiration date unknown). The customer did not provide the location of the discrepant results. No action was taken based on device results. No adverse event reported. L1 control was run and out of range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.